Event description:
Complainant alleged that while attempting to place the electrodes on the patient a wire had become dislodged from the electrode pad.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.